Event description:
Same case as MDR ID 2134265-2015-04159. Reportable based on device analysis completed on (B)(4) 2015 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 22x2mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 2.50x20mm promus element ¿ drug eluting stent was selected but failed to cross the lesion. A 2.50x24mm promus element ¿ drug eluting stent was then selected but also failed to cross the lesion. The procedure was completed with implantation of a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and proximal stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A visual examination of the stent noted that the stent had moved on the balloon exposing the proximal crimp marks. It was also noted that the proximal stent struts were bunched together and misaligned. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. A review of the crimp settings highlighted no abnormalities prior to shipment. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).